Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor had wire visibly loose/broken and instrument not working to its desired effect. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis. Image associated with this reported event was submitted for review. The instrument had a loose pitch cable. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.